Event description:
The customer reported a button error on the insulin pump. There was no significant event reported leading up to the alarm. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 279 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)